Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failing. The customer attempted to recover the drawer; however, an error message was displayed on the screen stating, requires maintenance. The customer powered off the station, unplugged the power cord, then reconnected it and powered the station back on; however, they were still unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and could not recover. A field service engineer found that the half height drawer had no lights on module control board and had bad module control board and bad drawer controller and replaced both the boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.